Manufacturer narrative:
All buttons function properly however, found corroded keypad traces during visual inspection. Pump received with normal operating currents and passed all functional testing including the self test, restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump was monitored and no unexpected low battery alert alarms occurred during testing. Moisture damage was found on the electronics, motor, battery tube and vibrator assembly during visual inspection. Pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump keypad buttons do not work and the buttons have to be pushed very hard in order for the pump to work. The customer's blood glucose reading was 218 mg/dl at the time of incident and treated with manual injection. Customer also indicated that the top of the reservoir compartment is cracked off and that the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.